Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 1802, and 4621.

Manufacturer narrative:
Patient''s weight unavailable. (B)(4).

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to chronic pain and signs of tricuspid regurgitation. The leads had been implanted 168 months. The plan was to implant a sub-q ICD lead following the extraction of the two existing leads. A spectranetics lead locking device and a spectranetics 16f glidelight laser sheath were used to begin attempts at extraction of the rv lead. The physician was able to advance the glidelight device to the proximal portion of the lead''s distal coil; however at that time, a decrease in the patient''s blood pressure was noted. No effusion was detected with use of echo probe, and the left heart border was mobile. However, the patient''s blood pressure did not come back, so rescue efforts began, including chest compressions, bypass and sternotomy. According to the report, the surgeon discovered a small hole in the innominate vein. Attempts to close this hole were not successful in stopping all of the bleeding permanently. Attempts to take the patient off bypass were not successful. The vessel reportedly continued to deteriorate as the surgeon continued to suture and to close all bleeding points, to the point of not being able to rescue. This report is being submitted to capture the glidelight device in use in the area of injury. There was no alleged malfunction of any spectranetics devices in use during the procedure.